Manufacturer narrative:
The repair inspection confirmed/reproduced the customer¿s reported issue. The image is blurry/foggy. Additionally, the outer tube tip was found damaged. The inspection also noted the rigid outer tube is bent and there is poor/insufficient light transmission due to broken fibers at the distal tip. A review of the device history records (DHR) was performed for the affected lot number without showing any non-conformities or deviations regarding the described issues. An investigation was performed by the legal manufacturer which determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the legal manufacturer¿s investigation, the failures identified indicate user error and wear as the potential cause. Olympus will continue to monitor the occurrence rate of the reported phenomenon related to the device.

Event description:
Olympus (omsc) was informed that during an unspecified event, the customer oes angled ocular telescope was returned to the olympus repair center for a reported poor image problem. However, during the repair inspection broken optical light fibers was found due to a damaged distal tip on the outer tube. No death injury or infection and no impact to person or other was reported to olympus. This report is being submitted to capture the broken component on the outer tube.